Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that a warning icon (triangle with an exclamation point) appeared on the programmer a couple of days ago. The implantable neurostimulator (ins) was interrogated and it was discovered that the ins was off since (B)(6) 2016; the patient claimed he did not turn the device off. Stimulation was turned back on without issue and the warning message no longer appeared on the programmer. When a different patient programmer was used, the warning icon again appeared. It was reported that the patient programmer was on icon mode and the error icon issue was resolved when it was switched back to text mode. The hcp stated it was unknown now the ins turned off and patient thought he may have experienced a change in symptoms when stimulation was off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.